Event description:
It was reported that the 8100 had error 240.4150. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 240.4150 was not identified during the customer call. Tech support recommended to do a full pm, and if everything passed in the test and not able to duplicate the error code 240.4150 then asked to send it back to production. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.